Event description:
It was reported that the insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected and did not meet the projected longevity. Premature battery depletion was confirmed, and the device was indicated for return for further analysis. The icm device remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental 01 - updated do since the device was explanted and returned for analysis.

Event description:
It was reported that the insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected and did not meet the projected longevity. Premature battery depletion was confirmed, and the device was indicated for return for further analysis. The icm device remains implanted at this time. No adverse patient effects were reported. The icm was explanted and was returned for analysis.